Event description:
Additional information was received from the manufacturing representative (rep). Rep reported that that contact 8 was showing greater than 5k . Patient was reprogrammed off of contact 8.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient with an implantable neurostimulator for deep brain stimulation experienced the device turning itself off twice. Afterward, patient (pt) observed oor (out of regulation). The patient also reported diminished therapy, though not as severe as when the device is off, and noted that the recharge connection had become more difficult, requiring longer to obtain a connection with the recharger. The patient was able to recharge the device, but the process took longer than usual. A recommendation was made for device interrogation by a clinician programmer to determine the specific problem; cause is unknown at this time. It was noted that did surgical intervention occur? No new information was obtained during follow up; manufacturer representative (rep) confirmed with the physician.